Event description:
Swivel seat has only four notches and the one on the left doesn't work. Started to fail when seat moved as I was about to transfer to it. Was caught before I hit the floor. Reported it to (B)(6) when I returned the warranty card which the received on 11/29/2017 at 10:47 am. I also reported to them the fact that the back of the seat is very uncomfortable and the protracted sides hamper my attempts to reach back to perform essential actions like close doors. Also told them that the height of the seat back blocks my van's rear view mirror when the scooter is loaded in the van to be transported to various locations to perform necessary activities like shopping and doctors visits. To date I have received no response from (B)(6).